Event description:
The manufacturer was contacted in reference a dreamstation auto CPAP device. The manufacturer received information alleging burn marks were on the floor. The device was transported with a full chamber of water. There was no report of flames, smoking, melting or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The manufacturer received information alleging burn marks were on the floor. The device was transported with a full chamber of water. There was no report of flames, smoking, melting or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. During evaluation, it was observed that the blower was noisy, and the device had o-ring wear. The dc power cable and the color insert pollen filter received preventive maintenance. At this time, no further investigation information has been provided. If any additional information is received, a follow-up report will be filed. Updated: manufacturer tab - section h: evaluation method updated. Evaluation results code updated. Component code updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The manufacturer received information alleging burn marks were on the floor. The device was transported with a full chamber of water. There was no report of flames, smoking, melting or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. During evaluation, it was observed that the blower was noisy, and the device had o-ring wear. The dc power cable and the color insert pollen filter received preventive maintenance. At this time, no further investigation information has been provided. If any additional information is received, a follow-up report will be filed. Updated: conclusion code updated.